Event description:
Information received from the field notes that measured data reported >1990 ohms lead impedance and the device exhibited no capture or sensing. The patient was not pacemaker dependent. The physician elected to leave the device implanted and monitor the patient.